Event description:
It was reported that after a percutaneous transluminal angioplasty procedure, removal difficulties were encountered. Angioplasty was performed in an unspecified vessel using the ultra-soft sv balloon dilatation catheter. While attempting to remove the device, the ultra-soft sv balloon catheter would not "introduce in the catheter guide". The devices were removed together. Add'l info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).